Manufacturer narrative:
The device was returned to the resmed manufacturing facility located in (B)(4) for an extensive engineering investigation. The methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed system faults (sf 101 and 218) indicating that the outlet pressure measurement may be incorrect. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
An extensive engineering investigation was performed on the astral device by resmed. The reported system faults (sf 101 and 218) were confirmed through review of the device data logs. The investigation determined that the faults were due to an incorrect calibration of the flow sensor. This caused device to fail the specified tolerance range of the test. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
An extensive engineering investigation was performed on the astral device by resmed. The reported system faults (sf 101 and 218) were confirmed through review of the device data logs. The investigation determined that the faults were due to an incorrect calibration of the flow sensor. This caused device to fail the specified tolerance range of the test. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).